Event description:
Procedure type: gastrectomy. According to the reporter: the device was fired and the staples were not formed although tissue was cut. Less than 500 cc of bleeding was caused and was treated with hand sewing. The procedure was completed with another device.